Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming functionality testing. Upon evaluation, transistors q12 and q16 were shorted on the monitor's defibrillator board. The cause of the test failure is the shorted transistors. The root cause of the shorted transistors is unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A review of service data detected a reportable event. Upon service investigation, monitor sn (B)(4) failed incoming functionality testing.